Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.2 was not detected. A field service engineer reseated and cleaned the retractor band and row board cable. The fse rebooted and ran firmware updates and tested the functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was jammed. The user attempted to reboot and perform a recovery but was unsuccessful. The unit was also power cycled by unplugging and reconnecting the power cable; however, the issue persisted. The back panel was opened and inspected, but the problem still remained. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.